Event description:
It was reported that they were getting cut off on images, causing the patient to be re-exposed. The system was rebooted, the paddle removed, and cycle through collimation once that was done the system is working as intended.